Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.

Event description:
Consumer had purchased the ultra tight proxabrushe go-betweens and she had used two of them and both bristle tips broke off from the base.